Manufacturer narrative:
The endoscope related to the reported event has not been returned to intuitive surgical, inc. (Isi) for evaluation. If the endoscope is returned, or if additional information is received, a follow-up MDR will be submitted. Detailed product information was not provided for the endoscope. Therefore, no log review could be performed and a it could not be determined if there were any other complaints related to the endoscope. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: despite reported proper installation of the endoscope, there was poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the image was upside down. The customer attempted to rotate the endoscope but the image would not return upright. The customer replaced the endoscope and the issue was resolved. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information- during an initial entry, under laparoscopic use, the image was upside down on the vision tower. The clinical sales representative confirmed that the housing was in the upright position. Upon rotating the housing, the horizon did not respond. The endoscope was properly plugged in. There were no damage or abnormalities noted with the endoscope. There were no issues noted when the endoscope shaft was connected to the housing. When the vision issue occurred, the camera was locked in one orientation. The issue was resolved with the spare endoscope.